Event description:
A customer complaint was received for p. Aeruginosa versus piperacillin/tazobactam (p/t). Two samples were taken from the same pt with results of 32/2 and 64/4 mcg/ml. The customer stated these results should have reported as resistant. The neg mic 36 uses clsi 2007 categorical interpretations and results of 32/4 or 64/4 mcg/ml with p. Aeruginosa versus p/t correctly reported these as sensitive. The customer thought the neg mic 36 had eucast interpretation which would have been resistant at 32/4 or 64/4 mcg/ml. Other microscan products sold in (B)(4) were available to the customer that have eucast (resistant) or clsi m100-s22 (intermediate) interpretations for p. Aeruginosa with p/t but continued to use neg mic 36 with older categorical interpretations. The results were reported to the physician and treatment was provided to the pt. The pt expired but it is unk if the results contributed to the pt outcome.

Manufacturer narrative:
Method: verification of categorical interpretations provided by eucast and clsi. Results: customer incorrectly assumed eucast interpretations were used on the neg mic 36. Conclusion: the neg mic 36 product was providing the correct results.